Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce a close door alarm. It was determined that the alarm was caused by a loose door assembly screw. The screws were adjusted and the device performed as expected.

Event description:
It was reported that a pump alarms a close door message even when the door is closed. The customer has stated that the alarm was confirmed during testing at the facility and that there was no pt injury.